Event description:
A teenager with tetralogy of fallot with pulmonary atresia, 22q11.2 deletion syndrome; underwent complete repair with ventricular septal defect (vsd) patch and right ventricle to pulmonary artery (rv-pa) conduit in infancy. A year and a half ago he underwent aortic and pulmonary valve replacement with 23 and 25 mm mitroflow valves respectively, and ascending aorta replacement for severe aortic regurgitation with ascending aorta dilation and free pulmonary regurgitation. The bioprosthetic aortic valve gradient increased from 17 to 40 mm hg over the course of 17 months and leaflets were noted to be immobile on last echocardiogram. There was a corresponding rise in left ventricular mass to a z-score of 4 at his last-follow up. Catheterization performed 17 months after aortic bioprosthetic valve placement documented a gradient across the valve of 45 mm hg and left ventricular hypertrophy. The patient underwent repeat aortic valve replacement 18 months after mitroflow aortic valve placement.